Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  The customer did not return the therapy cable that was being used when the issue was initially observed for evaluation.  Physio requested that the customer return their therapy cable for examination; however, the customer declined.  As a precaution, physio replaced the therapy connector assembly and then completed other, unrelated, repairs.   After observing proper device operation through functional and performance testing the unit was returned to the customer for use.   The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not complete the user test and only intermittently detect that the therapy cable was connected. The customer advised that they would have to wiggle the therapy cable where it plugs into the device's therapy connector in order for it to detect the cable. As a result, defibrillation may be delayed or prevented, if it were necessary. There was no patient use associated with the reported event.